Manufacturer narrative:
The peritonitis occurred on an unspecified date "about a year and a half ago". This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to dust from their house getting on the port. The peritonitis was manifested by pain. The patient presented to the emergency room however, it was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (for 14 days) for the event. At the time of this report, the patient has recovered from the event. The patient retraining on aseptic technique and action taken with pd therapy were not reported. No additional information is available.